Manufacturer narrative:
Investigation including root cause analysis is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no 1: 23 - 25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).

Event description:
A customer reported during a cataract extraction procedure, the tip of the handpiece became hot and a pt experienced a scleral thermal burn. The handpiece was exchanged to conclude the procedure without further incident. The surgeon has refused to provide add'l info regarding the pt.